Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device experienced heat, excessive noise, and the flex circuit was damaged. It was further observed that the device had component damage, cord damage, and the labeling was illegible and etching. It was further determined that the device failed pretest for visual assessments, motor thermistor assessment, no short circuit between phases and connector body (42), no short circuit between sensor gnd and connector body (42), noise assessment and handpiece temperature assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the motor device was heating during operation. It was further reported that the physician¿s hand felt the heat coming from the motor when they held the device while the motor was running. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.